Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sherburne. Serial number: (B)(6). Batch/lot number: 7153572. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI): linear st lead kit 50 cm.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead fracture.